Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).

Event description:
Surgeon reported that the haptic of three intraocular lenses (iols) broke in three different surgeries. The iols were multipiece lenses. All three iols were left in the eyes as they were positioned well in the capsular bag. No patient harm was reported. In a follow up with the surgeon, he reported that he cannot find patient identifiers for these patients. In these cases, the broken haptics were noted in the anterior chamber during control examinations at three to six weeks postoperatively. Subsequently, only the haptics were removed from the anterior chamber in a secondary surgical procedure.